Event description:
It was reported that the customer was treated by the prison's medical staff due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.